Event description:
Manufacturer reference #: (B)(4).

Manufacturer narrative:
As a result of an internal review, it was found that the importer aware date was inadvertently omitted.

Event description:
Manufacturer reference #: (B)(4).

Manufacturer narrative:
The anesthesia system was investigated on-site by our field service engineer. No faults were found. The nozzle units in the gas modules were replaced preventively. The system was successfully function tested and returned for clinical use. According to received information from the user facility, the patient saturation decreased in the beginning of the case. The nozzle units were returned for investigation. Simulated use testing of the nozzle units could not reproduce any fault. Evaluation of the received device logs for the given time of event shows that the case was started in man ventilation. Ventilation in man ventilation went on for 8 minutes. The man ventilation was started with the apl (adjustable pressure limit) set to sp (spontaneous). With the apl set to sp, the manual breathing bag fills slowly up to 2 cmh2o apl pressure and the patient can breathe spontaneously. The alarms for expiratory minute volume low and for respiratory rate low were set to off by the user at start of the manual ventilation mode. Alarms for etco2 low were generated a few times during the man ventilation. The user de-activated the audible indication for several alarms, however the visual alarm indication remains on the screen. The apl was increased after 6 min and the user pushed the o2 flush a few times. No alarms for low oxygen concentration were generated during the period of manual ventilation which indicate that oxygen was delivered. The afgo mode was started and went on for 3 minutes where after the ventilation mode was set to automatic ventilation. The case continued in automatic ventilation until end of procedure. The test log shows that the system checkout was successfully performed prior to case start and there is no technical error in the technical log indicating a technical failure in the system. Our conclusion is that there was no technical failure with system at the given time of the event. The reported event is most probable a result of the settings. The delivered volumes in manual ventilation depends on the set apl value and compression of the manual breathing bag. The system functioned and generated alarm according to user settings.

Event description:
It was reported that during start of the case after intubation, in manual ventilation mode the anesthesia workstation failed to ventilate and to deliver gas. The patient saturation dropped to 30 % and ventilation mode was changed to afgo (additional fresh gas outlet). The patient stabilized and the case was continued with the same anesthesia workstation until the end of the procedure. The final patient outcome was no injury. Manufacturer reference #: (B)(4).